Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was maintaining good hygiene. However, the possible cause of peritonitis was a routine colonoscopy that the patient had the week prior to the onset of peritonitis. The patient was treated with vancomycin, gentamycin and ceftazidime (doses, routes and frequencies were unknown). At the time of this report, the patient was fully recovered from peritonitis. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was conducted for potentially associated lot numbers h13e22115 and h13f21065 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).